Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During deployment, the commander delivery system balloon ruptured while fully inflated for approximately 4 seconds. The rupture was attributed to contact with a small, calcified sinotubular junction (stj). No additional volume was added. The surgeon did not observe any deficiency in the delivery system and believed the rupture was caused by the sharp calcification at the stj. Post-dilatation was not required, as the valve appeared to be fully inflated with no evidence of leak. Difficulty was encountered during withdrawal, as the balloon was entering the tip of the sheath. The surgeon rotated the sheath 180 degrees, after which the balloon advanced smoothly. No other ew device damage was observed. The patient is doing well.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on additional follow-up. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the patient had severe calcification at stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint withdrawal difficulty was confirmed empirically as reported event resembled an issue previously investigated and documented in engineering summary (B)(4). Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.